Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. However, the product associated with the malfunction was returned for investigation. Since products have not been returned, visual/functional inspection could not be performed on the placement driver but was performed on the associated implant. Visual evaluation of the returned product identified wear and bone on the implant external threads. Functional testing was performed using in-house mating device (placement driver). The devices were able to engage, retain and disengage as normal. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. DHR review was completed for the concomitant device. It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. DHR review could not be performed for the placement driver as the item/lot number was unknown. Complaint history review was completed also for the concomitant device and no other complaint was identified. Complaint history for the unknown placement driver could not be performed as the item/lot number was unknown. Complainant reported that the implant fell from the driver during a procedure. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes. H10: additional narrative. The following sections have been corrected: d10: concomitant medical product.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Catalog and lot number, expiration date, and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that an implant fell from the driver during a procedure. They were able to complete the procedure with another implant. They did not have information on which driver was used.